Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, there were wires sticking out of the tip of the long bipolar grasper instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed there was no thermal damage found. There was also no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable caused the instrument to not open or close properly. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have localized melting near the grip base. The instrument moved intuitively with full range of motion in all directions. The complaint was confirmed by failure analysis.